Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal and defective dso sensor. The pump passed the accuracy testing, and the ehl confirmed the problems with that defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and sensor.

Event description:
It was reported that the device was sent in for repair following non-compliance during preventive maintenance. The customer returned the product for the repair, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was unknown patient involvement, and unknown signs or symptoms experienced.